Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. The keypad traces and keypad connector was inspected, no anomalies noted. The insulin pump properly connected to glucose sensor simulator, no lost sensor alarms noted. However, the insulin pump was received with minor scratches on the lcd window.

Event description:
It was reported that the insulin pump started to beep that the sensor was not found. The customer pressed a button but it did not respond. Customer's blood glucose level was 3.7 mmol/l. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.